Event description:
Communication from patient who reports a few hospitalizations for infections, and surgeries­ gallbladder taken out, feeding tube fell out, infection, bowels twisted. Patient was on/off ivig during this time. Md aware. Dates of hospitalizations are unknown as not reported. No additional information available. Dates medication was held is unknown as not reported. Indication: systemic lupus erythematosus, unspecified. Reported to (B)(6) by: patient/caregiver.